Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale/review: an impella cp was being placed via the femoral artery to support the 76 year old female patient in need of support for a planned procedure. The high risk coronary percutaneous intervention (hrpci) for known coronary artery disease was to be performed in the cardiac cath lab with the cp support. Unfortunately, the pump failed delivery and was aborted. The patient's vasculature was too small for the pump to be delivered, and so the angioplasty proceeded without the cp support. There was no harm or other support device used. The delivery failure will be conservatively reported , however the attempted delivery was performed with no consequence to the patient and support.

Manufacturer narrative:
Additional information has been added in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: "the pump was not opened and is still in inventory at mercy springfield. It was determined that the size of the artery was too small for safe impella insertion."

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Failure to advance : no product was returned. The cause of the delivery issue was most likely patient condition related to patient's small vessel size per clinical details. Hemodynamic instability : no product returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: h6 clinical codes, impact code, and med dev prob codes updated.

Manufacturer narrative:
Added: d3 (manufacturer fax) and e1 (initial reporter title).